Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the discovered damages is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The endoscope sheath, reusable was returned to the service center with no customer complaint. This does not indicate a reportable event. However, a reportable failure was found during testing at the service center. During inspection of the device, it was observed that the device had a damaged distal tip. There was no patient involvement.